Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not available for return.

Event description:
It was reported that the router broke during a craniotomy procedure. It was also reported that the broken piece was retrieved from the patient skull requiring two additional surgical procedures.

Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined.

Event description:
It was reported that the router broke during a craniotomy procedure. It was also reported that the broken piece was retrieved from the patient skull requiring two additional surgical procedures.